Event description:
It was reported that the 2800 system displayed a generator communications error when attempting to fluoro. Continued case without using fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified the need to replace hard drive software and the single board computer. Identified components replaced. The system was tested and found to be working as intended and placed back into service.